Event description:
In surgery, the saw blade on the size 5 cutting block created knicks where the blade enters the chamfer cuts. No metal fragments were created. Update rec'd (B)(6) 2014 - the wrong der was initially sent to the complaints department. The correct der was sent with the following event description: "during surgery the size 5 classic 4-n-1 cutting block is no longer usable due to the saw blade creating knicks where the blade enters the chamfer cuts. No metal fragments were created and needs to be replaced." This complaint is now a reportable complaint. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed significant gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.